Manufacturer narrative:
The hill-rom tech found the communication cable not seated correctly to the wall. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performs preventative maintenance on this bed. The tech connected the cable correctly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom tech stating pins on the nurse call is working intermittently. The bed was located in room 1616 at that account. There was no pt/user injury reported. The report was filed in our complaint handling sys as complaint #(B)(4).